Manufacturer narrative:
(B)(4). Date sent: 4/17/2023. D4: batch # unknown. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Hold for ac 4/17 it was reported that a 60 mm echelon flex powered is passed, with a blue reload in the procedure, 3 shots are performed correctly, in the 4th shot the mechanical suture is blocked, proceed to perform according to indications with the reverse button to open the jaw, the which does not work and the device remains with tissue, for which a new 60 echelon flex stapler is rotated to finish the procedure.